Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to the device being replaced. Upon explant, fluid loss was noted; however, the cause or source was not identified. There were no patient complications.